Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited noise and out of range pacing impedance measurements, measuring greater than 2500 ohms on this right ventricular (rv) lead. The device received inappropriate anti-tachycardia pacing (atp) due to noise. The patient was seen in clinic and the noise was reproduceable. The healthcare professional (hcp) reviewed those episodes with technical services (ts) episodes and stated suspected lead fracture. Ts recommended programming options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited noise and out of range pacing impedance measurements, measuring greater than 2500 ohms on this right ventricular (rv) lead. The device received inappropriate anti-tachycardia pacing (atp) due to noise. The patient was seen in clinic and the noise was reproduceable. The healthcare professional (hcp) reviewed those episodes with technical services (ts) episodes and stated suspected lead fracture. Ts recommended programming options. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that the lead was surgically abandoned and a new rv lead was successfully implanted. No additional patient effects were reported.